Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a battery low insulin stopped screen and became unresponsive to touch while on a charger, and the device was described as hot to the touch; a replacement was arranged and the user was instructed on shutdown and data handling. Symptoms included interruption of insulin delivery associated with a nonresponsive touchscreen. Outcomes included temporary loss of insulin therapy from the device and reliance on cgm monitoring with the dexcom g7. Investigation included complaint intake, verification of replacement logistics, user guidance on shutting down the device, and plans for return of the product for assessment. Investigation of this device did not revealed a device malfunction consistent with a touchscreen failure and abnormal charging behavior suggestive of power or thermal fault involving the user interface and power management components. It was concluded, based on previously established findings for similar reports, that the cause was not a device component malfunction.